Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that once the foley catheter was inserted, the urine would not drain. The complainant reported that the catheter had to be manipulated in order for it to drain.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. Open csr wrap to form sterile field. Place underpad beneath patient, plastic side down. Put on cuffed gloves. Position drape on patient. Remove top tray. Open lubrication-lubricate catheter. Prep patient with povidone-iodine swabsticks. Proceed with catheterization in usual manner. If specimen is required, fill sterile container from catheter. Top tray may be placed on basin to help prevent spillage"

Event description:
It was reported that once the foley catheter was inserted, the urine would not drain. The complainant reported that the catheter had to be manipulated in order for it to drain.